Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated. The complaint is confirmed. The cause of the meter power issue was due to a hardware component failure. No additional issues were observed during product investigation. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer reported her freestyle lite glucose meter had a fast draining battery. The customer reported that while on vacation on (B)(6) 2011 at 1:00 am, the meter would not turn and she experienced symptoms of low blood sugar. The customer reported that she had a glucagon emergency kit and self-treated with an injection of glucagon to counteract the medical event. The customer also reported self-treatment with orange juice. There is no report of death or permanent injury associated with this case.